Manufacturer narrative:
H4: the lot was manufactured from march 17, 2021 - march 21, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had an obstruction to the flow. The issue was identified during patient infusion. The patient sat with their arm bent. The device was filled with flucloxacillin 8g and citrate buffer in 230 ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.